Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted tka surgery, the handpiece milled correctly for a few minutes, then it started to work intermittently until it stopped. The procedure was performed, after a non-significant delay, using manual technique. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10. Updated information in d9. H3, h6. The real intelligence robotic drill, rob10013, (B)(6), used in surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. A kpc test was performed, and it was found that the drill the drill did not spin. The random exposure, maximum speed, and maximum retraction time failed. The drill was opened for further investigation. The exposure motor was tested and passed. The motors where removed and it was found the locking pin extension shaft had fallen out. The locking pin had started to grind on the inside of the housing and farmed a small groove. The locking pin and extension shaft where inspected. It was found that both had epoxy on them. The drill was inspected further. No further defects where found. The locking pin for the extension shaft was replaced and a kpc test was performed. All test passed. A test case was performed, which could be completed without any failures occurring. The most likely cause of this event is the mechanical locking became loose due to vibration. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and similar complaints were identified. Historical escalation event review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.